Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted a call service alarm related to an occlusion. A separate call service alarm was emitted and could not be cleared; therefore, troubleshooting of the initial call service alarm issue could not be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump black box data indicated a cs 064 call service alarm on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and corrosion due to moisture was observed on the motor flex connector.